Event description:
Ruptured right breast gel implant. Pt has had many previous implants with resulting scars on the chest. The left implant had been previously removed. Pt had an infection with that surgery. The implant was removed and sent to pathology.